Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had fluid under the keypad and unable to press some buttons. Customer's blood glucose level was 12.2 mmol/l. Customer states protective buttons peeled off. Customer advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with intermittent buttons response due to corroded keypad traces. Keypad connector was fully locked. Device was received with peeling keypad overlay and minor scratched lcd window.